Event description:
It was reported that, "the above components were implanted by another surgeon at an unk time and hospital. They were explanted, due to loosening of the tibial tray. The following implants were then implanted: (lot mhee0e) scorpio ts tibial tray #5, (lot h4115lcm804) cemented 40mm stem, (lot 18821301) scorpio ps tibial insert #5 15mm."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.